Event description:
Patient reported breasts are swelling bigger and bigger¿, ¿shoulder and right hand are hurting¿, ¿breast is swelling, hurts in the chest, collar bone, right hand and cannot exercise. Additionally, the patient reported "recalled implant", rupture and capsular contracture baker grade ii/iii. Patient provided a mammogram which identified a "minor benign calcification" and an ultrasound which confirmed an "extracapsular rupture". This relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "breasts are swelling bigger and bigger, but more in the right. Patient's shoulder and right hand are hurting."